Event description:
The customer reported, and the philips authorized support distributor confirmed, the device indicated error code 04020 and ECG fault. This error code is accompanied by the cycle power message/instruction and operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.